Event description:
It was reported that a power-on-reset (por) event occurred on the patient¿s implantable neurostimulator (ins). There was no specified error code associated with the por message and no additional troubleshooting or diagnostic testing was performed. The por was successfully cleared from the device. There were no patient complications or symptoms reported in the event that were associated with the issue. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).